Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally went through the load sequence and selected to change the cartridge, and received a minimum fill notification. Reportedly, the cartridge was filled with 120 units of insulin. The customer's blood glucose level was 153 mg/dl. The customer confirmed that a new cartridge would be loaded.